Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a small amount of blood and isoton leaking at the secondary probe of the coulter lh500 analyzer but she could not locate the source. The customer had on a lab coat, gloves and eye protection at time of occurrence. There was no exposure to open wounds or mucous membranes and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the tubing connected to the blood detector was loose at the connectors. The fse replaced the tubing which resolved the issue. The root cause for this event was attributed to the loose tubing.